Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported: the soft-tip of the catheter came off just prior to placement on a patient. There was no harm or medical intervention required.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported event could be confirmed. Per visual inspection it was found that the soft tip of the catheter was missing. This issue will be internally investigated within vyaire.